Event description:
Patient reported she discontinued use due to the device rubbing the wound from her prior surgery on her neck. Patient stated she had to have additional surgery to close the wound.

Manufacturer narrative:
Based on the information provided, there is no cause established. No additional information was provided and device is not available for further investigation.